Manufacturer narrative:
Based on the info obtained from the customer, an ams quality systems specialist and manager determined that this event was not a complaint. Therefore, a device evaluation was not performed.

Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 106,671 joules. No injury was reported. A device evaluation was not performed.